Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-jul-2024.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-6-b device of lot number c2109590 involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The following complaints are related to the reported event: (B)(4) ¿ ¿problem when deploying stent, resistance felt every time the handle was squeezed¿. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024 (evaluated under (B)(4)). On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Protective tubing returned. Directional button in deployment position. Safety wire still in place. Red shuttle on 8th dimple. Outer catheter (flexor) break observed approx 11.7cm from end white tip functional inspection: handling actuating fine for deployment and recapture. Unable to deploy stent. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use/product label. It should be noted that the instructions for use (ifu0062) states the following: ¿visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the customer/rep testimony, the device was not inspected prior to use and therefore, this complaint is deemed user-error. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use-error was identified from the available information. As per the customer/rep testimony, the user did not inspect the device prior to using it on the patient which is in contradiction of the warnings section of the IFU (ifu0062) stated above. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: confirmed quantity of 01x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per customer/rep testimony, the patient received another device to complete the procedure. A definitive root cause of use-error was identified from the available information. As per the customer/rep testimony, the user did not inspect the device prior to using it on the patient which is in contradiction of the warnings section of the IFU (ifu0062) stated above. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
Problem when deploying stent, resistance felt every time the handle was squeezed. Stent did deploy a little but it did not feel right so stent was resheathed & device was removed. As per answers received to additional questions on the on (B)(6)2024: questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? No this pr will capture the use error of not inspecting for kinks prior to use this file will capture the use error: device not inspected for damage prior to use a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent repositioning/removal 2. What endoscope type and channel size was used? Aquilant scope- model: ed-580xt. Channel size:4.2mm 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? 0.035 bsc wire guide jag wire. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No 7. Please advise the anatomical location of the intended target site. Bile duct 8. How long was the stent in the patient by the time this complaint occurred? Noticed straight away- stent was not fully deployed 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? N/a 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Very short stricture approx. 2cm 2. Where was the stricture located in the body? Bile duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? No 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment. Resistance felt every time the handle was squeezed. Stent did deploy a little but it did not feel right so stent was re-sheathed & device was removed. 2. If other, please specify 3. Was the directional button pressed during use? Yes it was checked before deployment was started. It was in the correct position. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes stent was deployed a little but it did not feel right. So was re-sheathed & removed. Another device was used to completed procedure. 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? N/a questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? N/a 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) n/a 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.